Event description:
Newborn was on infant monitor w/ECG, sp02 and respiration. The nurse responded to allow sp02 alarm, and noted that the baby was in apnea and blue. The respiration waveform had decreased from an amplitude of 1-2 ohms to 0.1-0.2 ohms, but the respirator rate displayed was 64. The monitor was on auto gain for the breath qualification zone. The unit was taken out of service, and the symptoms verified in the biomed shopinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: manufacturer. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, other, other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations. The device was not destroyed/disposed of.